Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports 3 weeks after the dental implant was placed in ada site 20, the implant had only achieved primary stability. The site was grafted with bio-oss. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports 3 weeks after the dental implant was placed in ada site 20, the implant had only achieved primary stability. The site was grafted with bio-oss. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).